Manufacturer narrative:
The reported event of high pacing impedance was not confirmed while the reported event of failure to advance was confirmed. As received, a complete lead was returned in one piece. X ray found the inner coil of the lead over-torqued, consistent with procedural damage. The cause of the reported failure to advance event was isolated to an over-torqued inner coil. No other anomalies were found.

Event description:
It was reported that the patient presented during implant procedure. During procedure the guidewire failed to advance into the right ventricular lead (rv lead) completely. Upon interrogation, it was noted that the rv lead exhibited high pacing impedance. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2021. The patient was in stable condition.